Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions at 11.7cm to 13.5 cm from the connector pin. The etfe coatings of the cables were not abraded. This damage is consistent with friction with the ICD can. (B)(6). No complaint received with return of device. Failure (event) observed durring analysis.

Event description:
This report is to advise of an event observed during analysis.